Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx lite meter was reviewed and the DHR showed the insulinx meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2017 customer had initially reported receiving an unspecified error message on the display of their adc blood glucose meter. On (B)(6) 2017, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced a medical event. Customer reported that at approximately 12:00 pm on (B)(6) 2017, she was "freezing, shaking, and not responding", presumed to have experienced a loss of consciousness. Customer's daughter called the paramedics and upon their arrival at 1:00 pm, a result of 26 mg/dl was obtained on their meter. Paramedics treated the customer with a peanut butter and jelly sandwich, orange juice, sugar, and unspecified medication "to increase sugar levels". It was further reported that at 7:00 pm, a paramedic meter reading of 221 mg/dl was obtained. The customer reported that she was given another medication by the paramedics at unknown time, but she could not remember the exact medication that was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 customer had initially reported receiving an unspecified error message on the display of their adc blood glucose meter. On (B)(6) 2017, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced a medical event. Customer reported that at approximately 12:00pm on (B)(6) 2017, she was "freezing, shaking, and not responding", presumed to have experienced a loss of consciousness. Customer's daughter called the paramedics and upon their arrival at 1:00pm, a result of 26 mg/dl was obtained on their meter. Paramedics treated the customer with a peanut butter and jelly sandwich, orange juice, sugar, and unspecified medication "to increase sugar levels". It was further reported that at 7:00pm, a paramedic meter reading of 221 mg/dl was obtained. The customer reported that she was given another medication by the paramedics at unknown time, but she could not remember the exact medication that was provided. There was no report of death or permanent injury associated with this event.